Event description:
It was reported that the patient implanted with this left ventricular (lv) lead experienced diaphragmatic stimulation. An invasive procedure was performed. The lead was explanted and replaced with a new lead in a different vein. No additional adverse patient effects were reported.